Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported for unknown side "silicone biopsies of the axillary lymph nodes". The device has been explanted. Manufacturer of device is unknown.

Event description:
Healthcare professional reported for left side "silicone biopsies of the axillary lymph nodes". The device has been explanted. Manufacturer of device is unknown. Healthcare professional reported capsular contracture grade 3.

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.